Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The technical service center received the actual sample for evaluation. The engineer performed the evaluation based on the failure analysis procedure. The engineer confirmed that there was a problem on the j4 connector of the accomp board and heater pan. The reported issue was confirmed. The root cause of this problem was the defect of the j4 connector of the accomp board and heater pan. The j4 connector of the accomp board and heater pan were replaced and the instrument met all specifications.

Event description:
The baxter technical service center received a homechoice device for routine maintenance. During servicing, the engineer found there was a burnt part on the printed circuit board.